Manufacturer narrative:
The investigation was completed. No product was return. The root cause of access site bleeding was most likely patient condition related since the bleed was occurring from non-impella site like oral cavity along with intracerebral hemorrhage involving the right front lobe and basal. Edema: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. The device history review passed all post sterile inspection checks.

Event description:
The complainant reported that during support of the impella cp on (B)(6) 2025, the patient remains intubated and just returned from a pan CT scan to evaluate for source of bleeding. Blood was noted in the oral cavity. The patient had undergone multiple bronchoscopies. The plan includes continued evaluation, colonoscopy, and gradual weaning of ECMO support as tolerated. The patient with the new extensive large multi compartment intracerebral hemorrhage involving the right front lobe and basal ganglia, with intraventricular extension into the third and fourth ventricles. CT also shows diffuse cerebral edema. The patient underwent bronchoscopy today revealing clots within the lungs. Additionally, the impella cp appears deep in the left ventricle with inlet near mv apparatus; plan to reposition later today under echocardiogram guidance. Patient with new extensive large multi compartment intracerebral hemorrhage involving the right front lobe and basal ganglia, with intraventricular extension into the third and fourth ventricles. Computed tomography also shows diffuse cerebral edema, multifocal infarcts, and a 16 mm leftward midline shift with evidence of right subfalcine and trans tentorial herniation. Given the grave prognosis, family elected to withdraw care and the patient expired.

Manufacturer narrative:
B5 updated.

Event description:
Additional information has been provided: "the patient experienced a new large intracerebral hemorrhage with midline shift. Following this clinical change, the family elected to withdraw care. The device is not available for return at this time. No return kit needed. No additional information available regarding this abiomed product for this patient."

Manufacturer narrative:
Corrected: h6 health effect - clinical code.